Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported vasoview hemopro vh-3500 had no hole in c-ring to feed up suture.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had no hole in c-ring to feed up suture. New device to complete the procedure. There was a delay. No harm.

Manufacturer narrative:
(B)(4). Corrected section: problem code changed to 1384.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/03/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device. The cannula and c-ring were observed to be intact. A microscopic inspection was conducted. The endo loop hole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to partially passed through, but the hole was observed to be occluded by the plastic material of the c-ring and could not pass entirely through. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000377320 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.